Event description:
It was reported that the procedure was to treat a heavily calcified mid left anterior descending artery. A 2.0 x 12 mm mini trek balloon dilatation catheter (bdc) was advanced to the lesion; however, it could not cross. The catheter was removed and a 1.5 x 12 mini trek bdc was advanced and it crossed the lesion and was used for pre-dilatation. The 2.0 x 12 mm mini trek bdc was re-inserted into the anatomy and it still could not cross the lesion. The proximal shaft kinked and then separated outside the anatomy. The separated portion was easily removed. Dilatation with a 1.5 x 12 mm mini trek completed the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation and kink/ bend were confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.